Manufacturer narrative:
Manufacture date: 07/18/2016. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The patient's husband called to report that on (B)(6) 2017 he reported having cassettes that were too short and got a fluid leak. The patient reportedly continued to complete treatment using the cycler. Follow-up was made with the peritoneal dialysis (pd) patient's clinic registered nurse (rn), who stated the patient did contact her to report the fluid leak occurrence and confirmed there was no issue with overfill and no injury occurred. The pdrn stated the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient continued completing peritoneal dialysis treatments, thus no treatments were missed. The pdrn stated she was not required to come into the clinic and was not provided any prophylactic medication as a result of the reported fluid leak, and no adverse event occurred. The pdrn indicated the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. The pdrn stated the sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The patient's husband called to report that on (B)(6) 2017 he reported having cassettes that were too short and got a fluid leak. The patient reportedly continued to complete treatment using the cycler. Follow-up was made with the peritoneal dialysis (pd) patient's clinic registered nurse (rn), who stated the patient did contact her to report the fluid leak occurrence and confirmed there was no issue with overfill and no injury occurred. The pdrn stated the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient continued completing peritoneal dialysis treatments, thus no treatments were missed. The pdrn stated she was not required to come into the clinic and was not provided any prophylactic medication as a result of the reported fluid leak, and no adverse event occurred. The pdrn indicated the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. The pdrn stated the sample was discarded and was no longer available for evaluation.